Manufacturer narrative:
Unit received with constant failed battery test alarm due to faulty battery tube. Battery tube was disconnected and reconnected to I/b. No failed battery test alarm noted afterwards. Unit received with scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had failed battery tests with new batteries inserted. Blood glucose level at the time of the call was 169 mg/dl. During troubleshooting, the customer received an additional failed battery test. The customer was advised that the insulin pump would be replaced and agree to return the device for analysis.